Event description:
It was later reported by the patient that she needed the vns checked as the lead was exposed and had been exposed since her ex-husband had choked her a few years prior. There was no previous report of extrusion during the initial report.

Event description:
It was reported by the physician's office that the patient was seen on (B)(6) 2016 and it was noted the patient needs a lead replacement. The office reported that, per the patient, her husband choked her and broke her lead. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported the patient didn't seem to actually have a reason to think the lead was broken; she just wanted to have the device checked. Additionally, the patient had been seen by the physician and the nurse who works with the physician explained to the company representative that the patient does in fact need to have the lead replaced due to her husband choking her. However, it was still not explained why it was believed the lead was broken. The diagnostics had been tested again and were found to be 4028 ohms, which is within normal limits. The patient stated she thought the device was broken because she started having seizures, with 20 in one night and 16 the next morning. The patient stated on a separate occasion that she thought the lead was broken because she could no longer feel stimulation. It was explained to the patient that patients often become acclimated to the settings and don¿t feel stimulation, but that the device was checked and everything was working correctly. Additionally, it was noted that the patient gave the physician 2 possible dates of when the choking occurred, both were in 2015, so it is unknown why the patient is now noting something is different. The surgeon decided to cancel the lead revision once he found out that the generator was working as intended and the lead is still intact. The neurologist and the surgeon spoke and decided they believed this was a psychiatric issue, and it was also noted she is having pseudo seizures and anxiety that are not related to vns. The physician explained he did not believe the statement about the increased seizures and that he is not even sure this patient has seizures has there are currently no seizures documented on an eeg.